Event description:
On (B)(6) 2013 the physician reported getting a low reading when doing magnet diagnostics; however, the system diagnostics were all fine with 2750 ohms. The magnet was swiped and diagnostics run again which resulted in the message stating;current possible not being delivered...please re-program settings. The results were ok impedance, low output, 3ma delivered, 2644 ohms, and eri=no. Patient's currently settings are 3/25/130/30/1.8/3.25/500/60. System diagnostics showed all results ok, with lead impedance 2710 ohms, 3ma delivered, and eri=no. The magnet settings were changed to 3.25 ma back in august, but the patient has been back in the office since then. Review of the device history records showed no unresolved non conformances were found. No other information was provided.

Event description:
Programming history was received where the data shows that the magnet output current was decreased from 3.25ma to 3.0 ma and subsequent magnet mode diagnostic testing revealed the magnet output current (3ma) was delivered, and all results were within normal limits. Based on review of programming history, the patient has been seen for follow up as recent as mid (B)(6) 2014, and all diagnostics are within normal limits.